Event description:
(B)(6) clinical study. It was reported that plaque shift occurred. In november 2018, the subject presented with recurrent angina and abnormal fractional low reserve indicating ischemia was noted. The target lesion #1 was located in the mid left anterior descending artery (lad) with 80% stenosis and was 41 mm long with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 2.50 x 48 mm study stent. Following post-dilatation, using a 2.50 x 20mm emerge nc balloon and a 3.00 x 20mm emerge balloon, plaque shift 9mm was noted at the proximal stent edge. In response to the plaque shift, a 185 cm forte guidewire was inserted. Post-insertion, the subject was noted to have pain scale of 8 which was treated with 0.5 mg midazolam (IV). Subsequently, the plaque shift was treated with a 3.0 x 12 mm synergy non-study stent. Post procedure, pain scale was reduced to 5 and timi flow was noted. Residual stenosis was 0%. The following day, the subject was discharged on dual anitplatelet therapy.